Event description:
It is reported that on product package and inside the product is a versys proximal centralizer sleeve.

Manufacturer narrative:
This report will be amended when our investigation is complete.